Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged pump error 63 alarm and battery area damage found on (B)(6), 2021. The pump passed the displacement test and however failed the self test. Successfully utilized thus to download history/trace files. Pump error 63 was not confirmed on pump history for (B)(6), 2021, however, during self test pump error 63 occurred. Looking into download history pump error 63 alarm was noted during testing on (B)(6) 2022 at 12:46:08.000(line number = 367, file number = 37) with variable 3 due to cracked solder joints on u1 chip on keypad. . Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked, label damage(serial number label peeling), cracked retainer, partially detached retainer and cracked reservoir tube lip. Pump error 63 was confirmed due cracked solder joints on u1 chip on keypad. Also, battery area damage confirmed, cracked case-corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Insulin pump had crack near to battery cap and down battery casing. No harm requiring medical intervention was reported. The device will be returned for analysis.